Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was under delivering the insulin. Customer stated that they had high blood glucose of 23.5 mmol/l. Customer was assisted with troubleshooting. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer stated that they performed displacement test and it was passed. The insulin pump will not be returned for analysis.